Event description:
A hemodialysis user facility has reported that during treatment, a pinhole blood leak occurred in the blood tubing set. The leak was visually observed. The pt was hooked up and blood was noticed on the pt's lap. Estimated blood loss was less than 3ml. The dialysis nurse reports pt experienced no ill effects or required any medical intervention. Blood loss was minimal. There is no sample available for eval.